Event description:
It was reported that the patient received an inappropriate shock. The device had inadequate rhythm discrimination during a ventricular tachycardia episode. The device was noted to be at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated that pr logic interpreted the rhythm as another 1:1 losing the st count. The inappropriate therapy was due to short av interval (less then 80 ms). (B)(4).